Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 219 (mg/dl). The contact stated this value was considered elevated for the customer. A bolus via the pump was administered. During troubleshooting with tandem technical support gaps of air were noted along the tubing between the site and the luer lock. The customer disconnected at the site and primed out the air bubbles. The customer then reconnected at the site and resumed insulin delivery.